Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with missing/invalid diagnostic data. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon review of the stored information in the patient's implantable cardioverter defibrillator (ICD) it was found that there were indications of invalid and missing stored diagnostic information. A review of this stored information revealed a suspected error in the ICD memory for stored data. This does not affect device operation. No changes were made and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.